Event description:
It was reported that a floating white particle was found inside a large volume infusor. This was noted before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured december 12, 2014 ¿ december 13, 2014. The device was received for evaluation. Visual inspection noted a white particle, approximately 0.25 square mm in size, floating in the fluid of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.